Manufacturer narrative:
(B)(4). Concomitant medical products: coonrad morrey interchangeable ulnar assembly pn: 32810504302 ln: 63012519 unknown humeral component pn: ni ln: ni. It was indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in progress and a follow up MDR will be submitted once the investigation is complete. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-7606, 0001822565-2017-7607.

Event description:
It was reported patient underwent an elbow revision surgery due to infection. No other information was available.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.